Manufacturer narrative:
E1: patient city: (B)(4). Patient country: the united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 20-june-2024, it was reported by the patient that tape not sticking on infusion set. Event occurred during exercise. No further information available.